Event description:
On (B)(6) 2026, the patient reported a significant hypoglycemic event that occurred approximately four days prior. The patient stated experiencing frequent low blood glucose readings post-meal and outside of meals during the day. Patient stated the daytime target is set to 100 mg/dl and reported recurrent hypoglycemia. During the reported event, patient's child¿who receives the patient's dexcom sensor alerts¿observed that the patient's glucose had been low for about seven hours and called 911 out of concern for safety. Emergency responders arrived; the patient noted that, unlike the television depictions of paramedics, eight guys from the volunteer fire department were present in the bedroom. Paramedics administered a glucagon/sugar injection, after which patient recovered. Patient confirmed of wearing the pod during the event, even though the associated pod had already been discarded. During the call, the patient was advised to contact the healthcare provider to discuss a relaxation of the daytime glucose target and a relaxation of the carbohydrate ratio (cr) due to recurrent hypoglycemia. Patient was also advised on smartadjust automated basal functionality and smartbolus meal-time bolus calculations, including how aggressive settings can contribute to the observed lows.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.